Event description:
It was reported that the ilet pump overheated and subsequently exhibited a sleep/wake button that was unresponsive, requiring placement on a charger to power on and lacking vibration feedback when the button was pressed. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no impact on blood glucose. Investigation included customer interview, device history review not indicated, and logistical arrangements for replacement and return. Investigation of this case revealed a malfunction related to the user interface control for the sleep/wake function, with the button or associated electronics failing to respond after the overheating event. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the sleep/wake control following thermal stress, with contributory hardware degradation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.